Manufacturer narrative:
A compromised force sensor alarmed during the basic occlusion test due to loose drive support disk. The pump was received with intermittent button response due to corroded keypad traces. No unlock connector was noted. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was unknown. The customer stated that some of the keys are hard to press. The customer stated that she had to press the act button about 10 to 20 times to acknowledge it. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan.